Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. The customer's blood glucose level displayed as "high", specific value not provided and high ketones were present. Reportedly, customer went to the emergency room to address the high bg. Customer administered a correction injection via mdi. Customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.